Event description:
It was reported that the applier will not fire correctly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with a buildup of biological material in both jaws. A clip with a broken hook was partially loaded incorrectly and the next clip was out of position in the channel. The top jaw was also pushed into the channel. This is an indication that the device was used to pry something or was pushed against something that caused the damage. The sample appears used as there is biological material present on the device. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. One sample was returned with the top jaw pushed into the channel. This is an indication that the device was used to pry something or was pushed against something that caused the damage. Functional testing could not be performed based on the condition of the returned device. However, the sample was disassembled to inspect the internal components. Scrape marks were observed on the inside of the yoke and a piece of the yoke was stuck on the feeder spring. The proximal end of the feeder and the bridge were both bent. The damages to the yoke, the feeder and the bridge are indications that the feeder spring was binding up in the yoke. The jaw spring was bent due to the top jaw being pushed into the channel. The pivot holes in the channel for the top jaw were also d eformed. The clips were out of position and stacking on one another in the channel. It appears that since the top jaw was pushed into the channel, the jaw spring became disengaged and bent as the user attempted to continue to fire the device. Upon further attempts to fire the device, the device jammed which caused the other observed damages to the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73k1800902 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier will not fire correctly.